Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; full lead analyzed.

Event description:
It was reported that after the 4th replacement (repositioning) of the lead, the lead impedance was > 3000 ohms. The lead was replaced. No patient complications have been reported as a result of this event.